Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube)"), device expulsion ("malposition of essure (retracted medically and now resides within the endometrial cavity),migration of essure device (into fallopian tubes)/had to reinsert coil after hsg test as I coil did not set"), pelvic pain ("chronic pelvic pain / pain") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (live births on (B)(6)1992, (B)(6) 1994, (B)(6) 1995, (B)(6) 2007, (B)(6) 2009). No evidence of contrast extension into the fallopian tubes. Inserts appear to be in good position. Concurrent conditions included body mass index normal and fallopian tube spasm. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as iron since 2007. In may 2007, the patient had essure inserted. In june 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2007, the patient experienced anaemia ("anemia / blood or heart disorder (anemia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2008, the patient experienced depression ("other injury/complications (depression)"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy ("small for gestational age (sga) pregnancy- high risk"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), weight increased ("weight gain") and anxiety ("other injury/complications (anxiety )"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ibuprofen, surgery (partial hysterectomy with bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. In 2010, the depression had resolved. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, high risk pregnancy, back pain, abdominal pain, vulvovaginal pain, migraine, headache, weight increased and anxiety outcome was unknown and the pelvic pain, anaemia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: early gestational ¿ unknown; two times per week ultrasound and genetic testing/counseling. Essure start stop date were provided (B)(6) 2007 ¿ hysteroscopy with removal of extruded essure device and placement of new essure system in left fallopian tube. This is a mother case (B)(4) baby case is being created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2009 ,gestational ultrasound report , quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube)"), device expulsion ("malposition of essure (retracted medically and now resides within the endometrial cavity),migration of essure device (into fallopian tubes)/had to reinsert coil after hsg test as I coil did not set"), pelvic pain ("chronic pelvic pain / pain") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (live births on (B)(6)1992, (B)(6) 1994, (B)(6) 1995, (B)(6) 2007, (B)(6) 2009). No evidence of contrast extension into the fallopian tubes. Inserts appear to be in good position. Concurrent conditions included body mass index normal and fallopian tube spasm. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as iron since 2007. In may 2007, the patient had essure inserted. In june 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2007, the patient experienced anaemia ("anemia / blood or heart disorder (anemia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2008, the patient experienced depression ("other injury/complications (depression)"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy ("small for gestational age (sga) pregnancy- high risk"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), weight increased ("weight gain") and anxiety ("other injury/complications (anxiety )"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen, surgery (partial hysterectomy with bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. In 2010, the depression had resolved. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, high risk pregnancy, back pain, abdominal pain, vulvovaginal pain, migraine, headache, weight increased and anxiety outcome was unknown and the pelvic pain, anaemia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: early gestational ¿ unknown; two times per week ultrasound and genetic testing/counseling. Essure start stop date were provided (B)(6) 2007 ¿ hysteroscopy with removal of extruded essure device and placement of new essure system in left fallopian tube. This is a mother case (B)(4) baby case is being created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2009 ,gestational ultrasound report , most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. Event had to reinsert coil after hsg test as I coil did not set added. Events cramping, heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia), anemia / blood or heart disorder (anemia), depression and pelvic pain outcome was updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube)'), device expulsion ('malposition of essure (retracted medically and now resides within the endometrial cavity),migration of essure device (into fallopian tubes)/had to reinsert coil after hsg test as I coil did not set') and pelvic pain ('chronic pelvic pain / pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (live births on (B)(6) 1992, (B)(6) 1994, (B)(6) 1995, (B)(6) 2007, (B)(6) 2009). No evidence of contrast extension into the fallopian tubes. Inserts appear to be in good position. * on (B)(6) 2009 ,gestational ultrasound report ,. Concurrent conditions included body mass index normal and fallopian tube spasm. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as iron since 2007. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced iron deficiency anaemia ("anemia due to bleeding caused by essure"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2008, the patient experienced depression ("other injury/complications (depression)"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("small for gestational age (sga) pregnancy- high risk"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vagina pain") and anxiety ("other injury/complications (anxiety )") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (partial hysterectomy with bilateral salpingectomy and to remove the essure). Essure was removed on (B)(6) 2016. In 2010, the depression had resolved. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, high risk pregnancy, back pain, abdominal pain, vulvovaginal pain, migraine, headache, weight increased and anxiety outcome was unknown and the pelvic pain, iron deficiency anaemia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: early gestational ¿ unknown; two times per week ultrasound and genetic testing/counseling. Essure start stop date were provided (B)(6) 2007 ¿ hysteroscopy with removal of extruded essure device and placement of new essure system in left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube)"), device expulsion ("malposition of essure (retracted medically and now resides within the endometrial cavity),migration of essure device (into fallopian tubes)"), pelvic pain ("chronic pelvic pain / pain") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (live births on (B)(6) 1992, (B)(6) 1994, (B)(6) 1995, (B)(6) 2007, (B)(6) 2009). No evidence of contrast extension into the fallopian tubes. Inserts appear to be in good position. Concurrent conditions included body mass index and fallopian tube spasm. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. In may 2007, the patient had essure inserted. In june 2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2008, the patient experienced depression ("other injury/complications (depression)"). On (B)(6) 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy ("small for gestational age (sga) pregnancy- high risk") and small for dates baby ("small for gestational age (sga) pregnancy ¿ high risk"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia / blood or heart disorder (anemia)"), back pain ("back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vagina pain"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and anxiety ("other injury/complications (anxiety )"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy), surgery (partial hysterectomy with bilateral salpingectomy) and surgery (to remove the essure). Essure was removed on (B)(6) 2016. In 2010, the depression was resolving. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, pregnancy with contraceptive device, high risk pregnancy, small for dates baby, back pain, abdominal pain, vulvovaginal pain, menorrhagia, dysmenorrhoea, migraine, headache, weight increased and anxiety outcome was unknown and the anaemia, abdominal pain lower and vaginal haemorrhage was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, small for dates baby, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: early gestational ¿ unknown; two times per week ultrasound and genetic testing/counseling. Essure start stop date were provided (B)(6) 2007 ¿ hysteroscopy with removal of extruded essure device and placement of new essure system in left fallopian tube. This is a mother case 2017-23289 baby case is being created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2008: total bilateral occlusion on (B)(6) 2009 ,gestational ultrasound report , most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new reporter ,patient demographic information ,lab data, concomitant product, new event abnormal bleeding (vaginal, menorrhagia), blood or heart disorder (anemia) clubbed with anemia , dysmenorrhea, malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube), migraines/headaches, pregnancy (with complications), weight gain, other injury/complications (depression, anxiety), vaginal, abdomen and back pain were added . Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure (retracted medically and now resides within the endometrial cavity), migration of essure device (into fallopian tubes), perforation (fallopian tube)'), device expulsion ('malposition of essure (retracted medically and now resides within the endometrial cavity),migration of essure device (into fallopian tubes)/had to reinsert coil after hsg test as I coil did not set') and pelvic pain ('chronic pelvic pain / pain') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 (live births on (B)(6)1992, (B)(6)1994, (B)(6)1995, (B)(6)2007, (B)(6)2009). No evidence of contrast extension into the fallopian tubes. Inserts appear to be in good position. On (B)(6)2009 ,gestational ultrasound report ,. Concurrent conditions included body mass index normal and fallopian tube spasm. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as iron since 2007. In (B)(6)2007, the patient had essure inserted. In 2007, the patient experienced iron deficiency anaemia ("anemia due to bleeding caused by essure"), migraine ("migraines") and headache ("headaches"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6)2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2008, the patient experienced depression ("other injury/complications (depression)"). On (B)(6)2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and high risk pregnancy ("small for gestational age (sga) pregnancy- high risk"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vagina pain") and anxiety ("other injury/complications (anxiety )") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (partial hysterectomy with bilateral salpingectomy and to remove the essure). Essure was removed on (B)(6)2016. In 2010, the depression had resolved. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, high risk pregnancy, back pain, abdominal pain, vulvovaginal pain, migraine, headache, weight increased and anxiety outcome was unknown and the pelvic pain, iron deficiency anaemia, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, fallopian tube perforation, headache, high risk pregnancy, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: early gestational ¿ unknown; two times per week ultrasound and genetic testing/counseling. Essure start stop date were provided (B)(6)2007 ¿ hysteroscopy with removal of extruded essure device and placement of new essure system in left fallopian tube. This is a mother case (B)(4) baby case is being created. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6)2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" iron deficiency anemia (previously coded as anemia)¿ was added. Reporter were added. Previously reported event" pregnant with contraceptive device" seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia ("anemia") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, haemorrhagic anaemia and vaginal haemorrhage outcome was unknown. The reporter considered haemorrhagic anaemia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.